Event description:
A lifecor customer support technician reported seeing unusual ECG recordings in the downloaded data of a patient. A lifecor sales rep. Had facilitated the patient download during a routine visit. The patient did not report any device malfunctions. The patient had not been wearing the device since their return home from the hospital the previous week. The patient was scheduled to visit their physician in two days and would consider wearing the device if their physician considered it necessary. The electrode belt was exchanged as a precaution.